Event description:
Customer reported experiencing a cartridge change error with their insulin pump, which had occurred multiple times. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean parts of the pump, but the error persisted, leading to the decision to replace the pump. The customer was informed to return the problematic pump upon receiving the replacement. However, the replacement pump was initially sent to the wrong address, resulting in further communication to resolve the delivery issue.